Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of "beating on the abdomen". The physician made adjustments for the device and the symptoms improved. Several months later, the symptoms of "beating on the abdomen" returned. The lead remains in use. No further patient complications have been reported as a result of this event.